Event description:
A malfunction alarm labeled malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. After receiving pump reset information and assistance from technical support, the customer successfully reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again, which they acknowledged and understood.